Manufacturer narrative:
Insufficient info provided to determine root cause. Site has chosen not to answer any further questions on the case.

Event description:
A medtronic rep reported that during a spinal procedure using fluoromerge, the system was inaccurate. Fluoromerge was performed and accuracy was confirmed initially. After decompression there was a discrepancy noted between the fluoro lateral image and the merged image of one level, which would make it seem that the incorrect level was merged. The surgeon was using quadrant tubes, so he moved them down and performed the operation on the correct level. He used x-ray imaging to confirm that he was on the correct level. He continued with navigation using the fluoro images only. There was no impact on pt outcome.